Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred. This is being submitted as part of a retrospective review to identify malfunctions with the potential to cause serious injury.

Manufacturer narrative:
The product used was either spinbrush proclean powered toothbrush soft (B)(4) or spinbrush proclean powered toothbrush medium (B)(4). Lot codes: head dd0117a2, handle dd0132e1. Manufactured dates: head 04/27/2010, handle 05/12/2010. There is no code available that best fits the conclusion. Findings: a portion of the rear housing of the head has broken off the brush head and the oscillating head pin is missing.